Manufacturer narrative:
The stm that encountered the issue replaced the front end board which resolved the issue. The unit passed all calibration, functional and safety tests. The unit was returned to the customer and cleared for clinical use. The maquet failure analysis and testing dept. Received pcb,front end module with a reported unit failure of the shuttle pressure offset drifting after calibration. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Shuttle pressure would not stabilize after calibration. Fat was able to verify the reported issue. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure. The maquet failure analysis and testing dept. Also received absolute pressure transducer with a reported unit failure of the unit would not autofill. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed absolute pressure transducer into the cs300 test fixture and tested the transducer to factory specifications per the cs300 service manual. The fat performed multiple autofills and each time it was performed the unit autofilled with no problem found. The transducer passed testing. Retaining the transducer in the fat per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units shuttle pressure offset will not maintain calibration. There was no patient involvement.